Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that an occlusion alarm occurred. Customer's blood glucose level was 142-180 mg/dl. Customer declined to further troubleshoot with tandem technical support, therefore no additional information could be obtained.